Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for an elective ipg replacement. It was reported the pt's two existing leads (from the same lot) were connected to the new ipg and showed high impedances. Troubleshooting in the operating room appeared to resolve the issue; however, postoperative diagnostic test revealed high impedance readings on multiple lead contacts. Reprogramming around these lead contacts was unable to provide effective stimulation. The physician decided to take the pt back to surgery. It was reported the leads revealed normal impedance reading when disconnected from the ipg intraoperative. The physician dried off the lead ends and reconnected the leads to the ipg w/o incident. Postoperative, the pt reported effective stimulation coverage and diagnostic tests revealed normal impedances.